Manufacturer narrative:
.

Event description:
The MFR's rep reported that, the pt's entire system was explanted due to infection. Add'l info has been requested from the hcp, but was not available as of the time of this report. A follow-up report will be sent if additional info is received.